Event description:
A nurse reported that the system was losing pressure resulting in the pt having a soft eye and the eye collapsing during a vitrectomy procedure. Add'l info was received from the nurse indicating that following a delay of 10 minutes for troubleshooting, the eye was stabilized and procedure was able to be completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).